Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The patient had an implantable neurostimulator for bladder pain. She went through an airport security gate on (B) (6) 2010. The neurostimulator was off when she passed through the gate. She didn't feel anything when she went through the gate. After the exposure, stimulation was different; she felt stimulation in her rectum as well as her bladder. She was still able to increase and decrease stimulation parameters. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.